Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. Investigation unable to duplicate the primary audible alarm bgnd test error at power up. According to the investigation, speaker wires were all intact and connector found glued as required and no physical or any other damaged was found. However, service replaced the pump speaker as a preventive action taken and performed a full pm and all functional test to pass. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No reported patient or clinical injury.